Manufacturer narrative:
Initial reporter- address- full name of the establishment is (B)(6). The subject device was received and evaluated . Device evaluation found there was foreign material clogging the nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. The reported issue of " poor air/water supply" was confirmed. Furthermore, the following findings were identified during device inspection: stretched angle wire, (angulation) not within the standards due to stretched wire. Adhesives on a-rubber (insertion section) noted with chip. Adhesive on a-rubber has white-clouded area. Due to damage on s-connector, a noise image occurred. Adhesives around light guide lens has white-clouded area. Adhesive around objective lens has white-clouded area. Scratch noted on ig (image guide) protector, protector of universal cord on control section side, and scope connector side. Universal cord has a wrinkle. Switch 4 has wear. Paint on s-cylinder is peeled. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "poor air/water supply". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing per the instructions for use, which resulted in clogging of the foreign material. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.